Event description:
Following an implant procedure for a trial evoke spinal cord stimulation (scs) system, the patient reported pain in their left lower limb. The pain was reported prior to the activation of trial evoke scs system. Oral pain medication and a steroid pack were prescribed. The patient was hospitalized for observation due to worsening of the reported pain. A computerized tomography (CT) scan was performed with no abnormalities identified. The patient was discharged from the hospital on (B)(6)2025. During lead removal, the patient noted reduction of reported pain but not fully resolved.